Event description:
It was reported to the manufacturer by the end user, per the end user, housekeeping was removing patient rental equipment from the patients' assigned room. When she went to unplug the frame she felt like she had received a shock to her hand. She was uncertain if it was from the plug or just static electricity but felt the need to report it. (B)(6) maintenance man inspected the plug from the frame and tested it 15 times in the same outlet that it had been used on prior. He stated that if found nothing wrong with the plug or plug cord but did replace the outlet in the room. The housekeeping employee did not seek medical attention or take any time off due to the incident. Complaint# (B)(4) and ra# (B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.